Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a right vertebral artery dissecting aneurysm, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 9854675) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31772619) and could not advance further. The physician removed the stent and the microcatheter together from the patient. The stent was replaced with another 4 mm x 39 mm enterprise®2 stent (encr403912). The microcatheter was also replaced and the procedure was completed. There was no report of any negative impact on the patient. After the procedure, the physician reportedly increased force to remove the delivery wire and the stent was detached from the delivery wire after it was out of the microcatheter. On 24-jun-2026, additional information was received. The information confirmed that the procedure was to treat a right vertebral artery dissecting aneurysm. There was significant increase in stent resistance after entering the microcatheter. A continuous flush was maintained through the microcatheter; the concentration of saline flush could not be obtained. The contrast media used was iodinated contrast media. The information confirmed that the stent was detached from the delivery wire after the procedure, when the physician removed it from the microcatheter. There was no damage noted on the stent / stent delivery system. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative impact on the patient and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31772619) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.